Event description:
Customer's spouse called to report his wife's death. Caller received a notification letter. Caller stated that customer was admitted to ICU and she was not wearing the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.